Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrode pair 2,3 was shorted which drained the patient's implantable neurostimulator (ins). As a result, the patient's ins lasted "only about a year" and was consequently replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).